Event description:
The patient was administered heparin. With the 8 french sheath, and guide wire installed. The catheter was advanced to the aorta. The guide wire was pulled back. As the physician started to torque the catheter, it folded over itself. There was no evidence of the catheter being damaged prior to use. At this time the physician re-inserted the wire to the site of the catheter, and removed the catheter, guide wire, and sheath at the same time. Nothing was left behind in the patient. Fluoroscopy was on during the entire procedure. Manual pressure was applied to the site; then a vessel sealing device was applied. An act (activated clotting time) was being done at this time, and the reading was roughly 280. There was another sheath at the site. This was a 5 french sheath, installed in case they needed to pace the patient. It was never used, but pulled with the other sheath.